Manufacturer narrative:
Patient information was unavailable from the site. UDI and manufacture date not available for this instrument at time of filing. A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced in the system.

Event description:
Medtronic received information regarding a navigation system during a sacroiliac and thoracolumbar procedure. This occurred intra-operatively. It was reported that a cranial hd spin was taking approximately 2 minutes to transfer to the navigation system. This was a slower transfer time than expected. The surgery was completed with no delay and there was no patient impact.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Serial number updated to proper value. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.